Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced fpc carriage cable, front cover, rear case, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, top disk holder, lens indicator, carriage block assembly, and tube drivearm based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked carriage fpc 8110/8120. Device history review a review of the device history record for sn (B)(4) was performed from date of manufacture 07/29/2013 to the present date (B)(6) 2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the customer noted an unknown issue with the linear sensor. There was no patient involvement.